Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was failure of the operational amplifier. It was verified that the product was manufactured prior to implementation of an operational amplifier circuit design change.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The cause was isolated to a faulty patient board set and it was determined replacement of the patient board set was required in order to resolve the problem.

Event description:
A user facility reported to olympus that the picture was present but it was missing half of the image. It was also reported that olympus series 190 scopes worked but olympus series 180 scopes did not. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.